Event description:
Additional information from the healthcare provider stated the report was erroneous and the patient was reprogrammed on (B)(6)-2013 and all leads were okay. It was stated there were no problems noted.

Event description:
It was reported that a patient saw her healthcare professional on (B)(6) 2013 and something threw the device "off kilter" about a year ago. It was noted that the patient had two leads, one that stimulated the rectum area and one that stimulated the vagina area, and only one of the leads was working. The reporter stated that about a year and a half prior to the report the patient was only feeling stimulation in her rectum and not in her vagina. It was reported that at one point the patient had to turn stimulation up to 6.5 to get any bladder control, but when stimulation was at 6.5 it caused the patient pain in her back. It was noted that since (B)(6) 2013 the healthcare professional put in some new programs and the patient "slowed down" which meant that she was getting better bladder control. It was reported that the patient was feeling stimulation in both her rectum and her vagina. The reporter stated that they thought that the implantable neurostimulator (ins) was going dead but the healthcare professional checked and said that the battery was ok, it was noted that the healthcare professional said that the ins should last for another 72-75 months. It was reported that the patient was hospitalized four times in the past year for dehydration and that patient had always been susceptible to dehydration. The reporter stated that up until a year and a half ago the device had helped the patient from becoming dehydrated. It was noted that the last time the patient went to the hospital for dehydration was on (B)(6) 2013 and the patient went to the emergency room but was not admitted. It took the patient three to four days to "bounce back" from the recent dehydration. It was noted that the healthcare provider's office was three hours away and the patient had to stop three to four times on the way there to go to the bathroom, but on the way home didn't have to stop at all. It was reported that the patient had been a lot better since (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).